Event description:
It was reported that the clinician was unable to program the leadless electrocardiogram to anything that makes sense for patient's system. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.